Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after being worn between 24 and 36 hours, the patient reported feeling pain at the insertion site (unknown.) When removed, the patient reported that the needle did not retract back into the pod as intended.

Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was visible in the exposed portion of the soft cannula and the linkage assembly did not fully retract. Inspection of the device found that the upper tine of the mechanism spring was dislodged from the fold over tab of the linkage arm, which prevented the linkage assembly from fully retracting. The exposed portion of the soft cannula was found to be bent near the tip of the formed needle. A leak test found no leaks or tears in the soft cannula. No other damages or manufacturing deficiencies were found during the investigation.